Event description:
Consumer claims to have had ear pierced with the inverness system at a retail vendor in 2002. Patient sought medical treatment for an infection at the ear piercing site on 5/16/02. Patient was given an antibiotic injection and was prescribed oral antibiotics.